Manufacturer narrative:
Concomitant medical products: 5092-52 lead, implanted: (B)(6) 2016; 5867-3m adaptor implanted: (B)(6) 2016; 5867-3m adaptor implanted: (B)(6) 2016.

Event description:
It was reported that within one week post-implant, the patient went to the emergency room due to diaphragmatic and nerve stimulation. Device interrogation revealed no atrial capture along with increased output. X-ray showed that the lead was pulled back and dislodged. The atrial lead was programmed off until being repositioned the next day. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.